Manufacturer narrative:
Additional narrative: patient date of birth/age, gender, and weight are unknown. Date of postoperative migration is unknown. This report is for one (1) unknown tfna nail. Additional product codes for this report include hwc. Without a valid part and lot number, the UDI is not available. The exact date of revision is unknown; however, the procedure was reportedly performed one (1) to three (3) months post-primary procedure. It is unknown if the nail was removed or if the blade was the only item replaced. It is unknown if the complainant part will be returned for evaluation. The exact facility name is unknown. The reporter indicated that the patient is being treated at a facility in (B)(6). No additional information pertaining to address or contact number is available. Used to report the revision procedure that was required due to postoperative implant migration. The 510k #: unknown, as specific part and lot numbers for the complainant nail were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported via a trochanteric fixation nail advanced (tfna) study that patient (B)(6) experienced secondary displacement (migration) of the construct's blade and nail approximately one (1) to three (3) months post-operatively. As a result, the patient returned to the operating room for a revision. The tfna blade was exchanged for a shorter, 75mm blade. Presently, the patient is undergoing physiotherapy as part of the recovery plan. This report is for one (1) unknown tfna nail. This report is 2 of 2 for (B)(4).